Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, one hundred (100) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to the stopper as all samples met specifications. Additionally, ten (10) retention samples were evaluated by functional testing and no issues were observed relating to the stopper as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of stopper pop off. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® edta 2k customer reports that the cap is loose. The following information was provided by the initial reporter. The customer stated: the customer reported that the cap was loose (comes off frequently). After measuring with xn, the stopper came off.